Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had been hospitalized for about 1 month for "being septic of yeast and (B)(6) and a couple other bacteria's." It was added about 1 week prior to this report, patient started hurting "really bad all over from the neck down and couldn't use their arms or legs." The patient was in the intensive care unit and getting pain medication that helped relax their arms and legs so they can move and use them. It was noted a myelogram was scheduled for the end of the week. The healthcare provider had ruled out the patient's rheumatoid as a cause. It was added the healthcare provider thought a portion of the pain the patient was feeling may be psychological. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).